Manufacturer narrative:
Initial and final MDR (B)(4) - 27309 - device 2 of 2

Event description:
Reference number (B)(4) event occurred in the united states, it was reported that on (B)(6)2024 & (B)(6)2024 two infusion set cannula were kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen and infusion set is long for 6 hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.